Event description:
It was reported that during an interventional procedure to treat the moderately calcified, heavily tortuous lesion in the saphenous vein graft (svg) to posterior lateral (pl) artery, a whisper guide wire was inserted without difficulty. A mini trek balloon dilatation catheter (bdc) was advanced over the whisper guide wire and resistance was felt with advancement. As the mini trek bdc was advancing, the whisper guide wire separated into two pieces at the junction of the svg and posterior descending artery (pda). The proximal part of the whisper guide wire and the mini trek bdc was removed without difficulty from the patients anatomy. A non-abbott snare was used to retrieve the distal portion of the whisper guide wire and during the retrieval, the tip of the non-abbott snare broke off while wrapped around the whisper guide wire. Another non-abbott snare was used to attempt the retrieval of the separated devices, but was unsuccessful. A vision stent delivery system was advanced and was used to successfully trap the retained products against the vessel wall at the svg/pda junction. The procedure was complete and the patient is in stable condition. Reportedly, the procedure was delayed for several hours due to the retrieval attempts. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide wire separation was confirmed, but the reported difficult to remove could not be replicated or confirmed in a testing environment as it was based on operational circumstance. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no associated ncmrs/exceptions that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.